Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were doing a generator test, when the central nurse's station (cns) lost power for a few seconds. The issue was affecting review data, tabular trend, and live waveforms. The review data was full of flashing numbers and gave a data loading message. Full disclosure was unaffected. Real-time patient monitoring was also affected. Some of the monitors were not showing all the parameters (one unit was missing the hr wave/numeric). No patient harm was reported. Investigation summary: the issue was resolved after the hard disk drive (hdd) from port 1 was removed from the device. A review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the review data issue is hdd failure. Data is stored and written by the cns on the hdd. Failure of the hdd would impact data storing and data reading which could result in data loading error messages. The hdd may have failed due to power lost experienced by the cns. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Wear and tear is also a possible cause of the hdd failure. The hdds are electronic components/devices and may deteriorate through time and may wear from continual use and require proper maintenance.

Event description:
The biomedical engineer (bme) reported that they were doing a generator test, and the central nurse's station (cns) lost power for a few seconds. Now the review data is not populating correctly. The custom review data is full of flashing numbers and states data loading. Full disclosure is populating correctly. However for the tabular trends, the numbers are flickering and it also gets data loading. Checked the data for 4 patients being monitored and some say loading and one only has a few minutes of full disclosure available. Live monitoring of devices is also affected. Some of the monitors are not showing all the parameters (one unit is missing the hr wave/numeric). No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were doing a generator test, and the central nurse's station (cns) lost power for a few seconds. Now the review data is not populating correctly. The custom review data is full of flashing numbers and states data loading. Full disclosure is populating correctly. However for the tabular trends, the numbers are flickering and it also gets data loading. Checked the data for 4 patients being monitored and some say loading and one only has a few minutes of full disclosure available. Live monitoring of devices is also affected. Some of the monitors are not showing all the parameters (one unit is missing the hr wave/numeric). No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they were doing a generator test, and the central nurse's station (cns) lost power for a few seconds. Now the review data is not populating correctly. The custom review data is full of flashing numbers and states data loading. Full disclosure is populating correctly. However for the tabular trends, the numbers are flickering and it also gets data loading. Checked the data for 4 patients being monitored and some say loading and one only has a few minutes of full disclosure available. Live monitoring of devices is also affected. Some of the monitors are not showing all the parameters (one unit is missing the hr wave/numeric). No patient harm reported.